Event description:
It was reported that the ventilator had a patient circuit occluded error code. The issue occurred during setup, with no delay noted. The customer troubleshot with technical support. While troubleshooting, the customer found that the blower did not spin after setting pressure to 10 cmh2o. The customer was advised to replace the blower. The customer replaced the blower to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The customer reported that the blower was scrapped.